Event description:
A patient presented to the hospital a month after undergoing an ablation procedure using vascade mvp. The patient showed signs of infection, including redness, swelling, and pus accumulation at the access site. When pressure was applied to the area to expel the contents, a foreign object suspected to be vascade collagen was expelled. The pus was removed, and the patient was prescribed antibiotics.

Manufacturer narrative:
A review of the complaint found there was no glove change or disinfection performed before hemostasis. The vascade mvp was not returned for evaluation. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. As a result, the exact cause of the reported event cannot be determined; however, user error cannot be ruled out as a contributing factor. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."